Manufacturer narrative:
Upon review, mentor has become aware that medical device problem code off-label use (a2304) was missing from the initial submission. Per the instructions for use, these devices are not indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4). Medical device problem code off-label use (a2304) added to h6 medical device problem code field.

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. Manufacturer's reference number: (B)(4), h6 medical device problem code off-label use no longer applies.

Manufacturer narrative:
On march 12, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with 700cc mentor tissue expanders and experienced postoperative deflation. As a result, the patient's impacted device was explanted on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was observed on posterior view. Additionally, a tear within the crease was found measuring approximately 0.2 cm, also two injection sites were detected. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).